Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two hvad pumps and one outflow graft with unknown serial numbers were not returned for evaluation. The reported event cannot be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on review of risk documentation, the most likely root cause of low flow events can be attributed to multiple factors, including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: pump / unk-pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: endovascular repair of ventricular assist device outflow cannula stenosis. Catheterization and cardiovascular interventions, 2016 nov 17. Doi: 10.1002/ccd.26852. Other devices involved in this event: heartware ventricular assist system ¿ pump, pump/serial#: unk/model #: unk-pump/expiration date: unk, UDI #: asku. No, mfg date: unk, yes, (B)(4). Other devices involved in this event: heartware ventricular assist system ¿ outflow graft. Outflow graft/serial#: unk/model #: unk-outflow graft/ expiration date: unk, UDI #: asku. No, mfg date: unk. Yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report on endovascular treatment of a patient using biventricular vads (bivads) who developed an outflow graft obstruction. One patient on bivad support developed cardiogenic shock with low flow alarms involving both vads. The patient was hospitalized and underwent multiple diagnostic testing, including chest x-ray, axial chest computerized tomography (CT) with contrast/3d image reconstruction, transesophageal echocardiogram (tee), contrast angiography and intravascular ultrasound. These tests revealed stenosis caused by an external pericardial hematoma compressing the left vad outflow graft, but no evidence of pump thrombus or debris. Endovascular stenting was performed, which on follow-up angiography and tee, showed restoration of normal blood flow, and the patient was started on a new anticoagulation regimen. However, the patient died of an intracranial hemorrhage four days after this intervention. The status/location of the vads is unknown.